Event description:
The customer expressed concerns with spectrum pumps not detecting infiltration. It was also reported there were no pt injuries, and no specific devices could be identified.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore, an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted. The spectrum infusion pump does not have the capability to defect infiltration events, and is communication in the spectrum operators manual as "the pump was not designed nor is intended to detect infiltration or extravasations."